Event description:
It was reported to medtronic neurosurgery that the valve was malfunctioning and was explanted on (B)(6) 2015. It was also reported there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for pressure-flow, pre-implantation, and leak testing. It did not meet the requirements for reflux testing due to the presence of proteinaceous debris within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).